Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that in 2016 the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) due to atrial fibrillation. Reprogramming options were discussed at that time and there were no other adverse patient effects. Recently, the patient again experienced inappropriate shocks due to atrial fibrillation (a total of five) and had presented to the emergency room. It was decided to admit the patient to the hospital and treat their atrial fibrillation with medication adjustments. The ICD remains in service and no additional adverse patient effects were reported.